Event description:
It was reported "during the preparation of the device for insertion of an arterial catheter, when the device was removed from its packaging, the healthcare professional observed that the guide was bent (approx. 140 angle)." This was found prior to use on the patient. The user changed to a new set. There was no patient consequences.

Manufacturer narrative:
(B)(4) the customer provided one photo for analysis. The photo shows an opened sac kit with signs of folds and creases. The guide wire was not within the protective tubing and was kinked towards the center of the body. The customer also returned one, opened sac kit for evaluation. The returned packaging had signs of folding/creasing upon return. Visual analysis revealed the guide wire was kinked towards the center of the body, matching the customer photo. Visual analysis revealed the kink on the guide wire aligned with the fold in the middle of the packaging. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire measured 136 mm from the proximal tip. The guide wire length measured 350 mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The guide wire outer diameter measured 0.509 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guide wire was advanced through a lab inventory 22ga introducer needle and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU warns the user, "do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. One kink was observed on the guide wire body which aligned with a fold at the center of the packaging. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the preparation of the device for insertion of an arterial catheter, when the device was removed from its packaging, the healthcare professional observed that the guide was bent (approx. 140 angle)." This was found prior to use on the patient. The user changed to a new set. There was no patient consequences.

Manufacturer narrative:
(B)(4).